Event description:
DHR info pending.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. DHR review not available at the moment. A follow up email with the DHR will follow up.

Event description:
It was reported that during an atec procedure on (B)(6) 2024 the needle passed all testing but once inside the breast, no fluid was being pulled. Needle was tested and was working fine. The issue was suspected with console. Patient was rescheduled. No other information is available.